Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 1997: (B)(6). Operative report. Preoperative diagnosis: abdominal pannus. Procedure: abdominal panniculectomy. (B)(6) 2001: (B)(6). Office notes. Asthma. (B)(6) 2004: (B)(6). Radiology ¿ CT abdomen/pelvis. Indication: left side pain, history of stones. Findings: small anterior wall hernia containing omental fat. (B)(6) 2004: (B)(6). Radiology ¿ CT urogram. Indication: left side pain. History of stones. Findings: small supraumbilical anterior abdominal wall hernia as well as even smaller infraumbilical anterior abdominal wall hernia. (B)(6) 2004: (B)(6). Operative report. Procedure: laparoscopic cholecystectomy, lysis of adhesions. ??/??/04: (B)(6). Office notes. Incisional hernia. Abdomen: minimal tenderness along midline laparotomy incision where at least 2 freely reducible incisional hernias, easily palpable. Plan: CT to further evaluate hernia contents. Schedule for surgery. ??/??/??: [missing records: records for the ¿CT to further evaluate hernia contents¿ were not provided.] (B)(6) 2004: (B)(6). Office notes. Abdomen: two incisional hernias. Plan: approved for surgery from medical standpoint. (B)(6) 2004: (B)(6). Anesthesia record. Weight 230. Asa ii. (B)(6) 2004: (B)(6). Consultation. Fever 101.5, chest congestion, abdominal pain one day following laparoscopic mesh hernia repair. (B)(6) 2004: (B)(6). Radiology ¿ CT abdomen/pelvis. Indication: worsening abdominal pain/fever. Findings: recent ventral hernia repair with tiny focus of air anterior to upper liver. 5.3 cm diameter fluid collection midline anterior to and in contiguity with upper ventral abdominal wall graft site. Caudal to this there is approximately 5 cm anterior fluid collection in contiguity with ventral abdominal wall below umbilicus. Stranding present in subcutaneous fat bilaterally. (B)(6) 2004: (B)(6). Office notes. Essentially unremarkable recovery. Instructed to gradually increase activity as tolerated, followup 1 week. (B)(6) 2004: (B)(6). Radiology ¿ CT abdomen/pelvis. Indication: stone protocol, right flank pain, recent hernia surgery. Findings: larger anterior abdominal wall mesh with a large surrounding fluid collection centered in midline anterior abdominal wall deep to rectus muscles. Midline diastasis of rectus muscles with some anterior bulging of fluid through the gap between the muscles into subcutaneous fat. (B)(6) 2004: (B)(6). Radiology ¿ CT abdomen/pelvis. Indication: ureteral colic, previous hernia surgery x weeks ago, history of stones/mid abdomen pain. Findings: ventral hernia repair with surgical mesh in place. Collection of fluid around mesh anterior and posterior which may be due to hematoma or seroma. Fluid bulges anteriorly through hernia defect. (B)(6) 2005: (B)(6). Office notes. Ventral hernia, abdominal pain. Abdomen: reducible ventral hernia on right. Plan: consult dr. Glasscock. (B)(6) 2005: (B)(6). Office notes. Abdominal pain, right-sided. States she engaged in heavy lifting activity, felt a pop, burning sensation last week. Has post prandial pain, noticed bulge. Plan: although no obvious herniation on examination and her previous mesh repair I included adequate overlapping to include healthy fascia with the mesh placement we cannot rule out recurrent herniation round the mesh. CT. (B)(6) 2005: (B)(6). Radiology ¿ CT abdomen/pelvis. Indication: multiple hernias with meshe [sic] repair-stomach bypass-felt pop right mid abdomen. Findings: no evidence of abdominal wall hernia. (B)(6) 2005: (B)(6). Office notes. Abdominal pain. For past three months, recurrent episodes pain, tenderness she believes to be herniation at margin of mesh. Has been able to reduce the herniated bowel by laying supine and applying pressure. This evening, unable to reduce hernia. Abdomen: large left upper quadrant abdominal hernia. Unable to palpate. Impression: abdominal hernia reduced. (B)(6) 2005: (B)(6). Office notes. Abdomen: left sided tenderness where hernia is. Plan: approved for surgery from medical standpoint. (B)(6) 2005: (B)(6). Office notes. Not able to get her hernia fixed because she had gotten sick night before surgery. Abdomen: reducible ventral incisional hernia on left. (B)(6) 2005: (B)(6). Office notes. Ventral hernia, dr. Glascock wants upper gi before surgery. Abdomen: left flank pain, ventral hernia on left. (B)(6) 2005: (B)(6). Office notes. Upper gi 08/16/05, small sliding hiatal hernia identified with mild reflux. (B)(6) 2005: (B)(6). Office notes. Abdominal pain. Pain upper left margin of previous repair, 4-5 months. Abdomen: no palpable masses, defects. (B)(6) 2006: (B)(6). Office notes. Abdominal pain. Doing fine until this afternoon when she bent down to pick up something, got up, felt ¿pop in her abdomen¿, started having pain. Abdomen: in region of umbilicus, small ventral hernia defect palpated, no incarceration noted. Plan: CT. ??/??/??: [missing records: records for the planned CT were not provided.] (B)(6) 2008: (B)(6). Office notes. No show. (B)(6) 2008: (B)(6). Office notes. No show. (B)(6) 2008: (B)(6). Office notes. Egd revealed mild esophagitis, hiatal hernia, gastritis. (B)(6) 2010: (B)(6). Office notes. Abdominal pain, chronic; gastroesophageal reflux. Still notes hernias above and on sides of mesh. Abdomen: question of ventral hernias upper outer portion of each quadrant. Impression: hernia, hiatal. (B)(6) 2010: (B)(6). Office notes. No show. (B)(6) 2010: (B)(6). Office notes. Abdominal pain, unable to bend down, feels something pulling on the inside. States 2-1/2 years ago had an incarceration, did not have to have surgery. Weight 291 pounds. Bmi 55. Gastrointestinal: feels like a hernia low midline. Plan: CT. May have pain due to tacks from previous mesh repair. Certainly to get her morbid obesity under control would probably decrease the stress on her current mesh hernia repair and also likely decrease pain. ??/??/??: [missing records: records for the CT scan showing ¿area where having pain does have transfascial suture, some tacks from mesh hernia repair¿ were not provided.] (B)(6) 2010: (B)(6). Office notes. Abdominal pain lateral to umbilicus, causes shooting, burning pain towards belly button. CT scan, in area where having pain does have transfascial suture, some tacks from mesh hernia repair. Plan: injection in abdominal wall with steroids. I think she just developed some scarring around previous suture. (B)(6) 2010: (B)(6). Office notes. Reports blood sugars borderline for diabetes x 1 year. (B)(6) 2010: (B)(6). Office notes. No show. (B)(6) 2014: (B)(6). Radiology ¿ CT abdomen/pelvis. Indication: left flank pain, renal stone. Findings: unchanged anterior abdominal wall hernias containing loops of bowel without evidence of acute complication. Impression: redemonstrations of several midline anterior abdominal wall hernias. (B)(6) 2014: (B)(6). Office notes. Evaluation of complex multilocular ventral incisional hernia. CT scan, hernias visualized, there was no free mesh involved in the CT scan. Tenderness on several sites where hernias clearly present. On examination, at least 3 large reducible ventral incisional hernias. (B)(6) 2014: (B)(6). Radiology ¿ CT abdomen/pelvis. Indication: hernia repairs, abdominal mesh, kidney stones. Impression: multiple midline anterior abdominal wall hernias containing fat, loops of nonobstructed bowel are stable. (B)(6) 2014: (B)(6). Office notes. Evaluation of underlying infection preoperatively. Now being planned for hernia repair with possible mesh. Reports lifetime history of recurrent infections both pneumonia and sinus, recurrent urinary tract infections. Abdomen: mass, ventral hernias. Impression: ongoing symptoms of sweats, generally feeling unwell, concern for occult infection. Risk for postoperative infectious complications is quite high since she has had multiple abdominal surgeries. With poor tissue quality, risk for post operative infectious complications increases. I did inform patient that we cannot guarantee an infection will not occur, but we can optimized conditions to minimize risk. (B)(6) 2015: (B)(6). Radiology ¿ CT abdomen/pelvis. Indication: back pain, right flank pain. Findings: two prominent ventral hernias. Cephalad hernia contains portion of transverse colon. Caudal hernia contains portion of small bowel. Appears unchanged from prior examination. (B)(6) 2015: [missing records: records for the CT scan showing ¿unchanged wide neck anterior abdominal wall hernias¿ were not provided.] (B)(6) 2015: (B)(6). Office notes. CT abdomen/pelvis (B)(6) 2015 showed unchanged wide neck anterior abdominal wall hernias containing loops of colon, small bowel without evidence of acute complication. (B)(6) 2016: (B)(6). Radiology ¿ CT abdomen/pelvis. Indication: vomiting, left flank pain. Impression: ventral abdominal wall bowel containing hernias without evidence for obstruction. (B)(6) 2016: (B)(6). Radiology ¿ CT abdomen/pelvis. Indication: right abdominal pain radiating to groin. Impression: sigmoid diverticulosis. Extensive postoperative change in abdomen, ventral abdominal wall hernia containing nondilated small and large bowel. (B)(6) 2016: (B)(6). Office notes. Abdominal pain. Impression: kidney, renal stones. (B)(6) 2016: (B)(6). Radiology ¿ CT abdomen/pelvis. Indication: left flank pain. Impression: postoperative changes of anterior abdominal wall with multisegment ventral abdominal wall hernia containing nonobstructed small and large bowel, stable. (B)(6) 2016: (B)(6). Radiology ¿ CT abdomen/pelvis. Indication: right lower quadrant pain 3 days, nausea, vomiting, diarrhea. Impression: findings compatible with partial mid to distal small bowel obstruction. Dilation of bowel loops within widemouth lower abdominal ventral hernia, extending to right lower quadrant suggesting adhesions as a potential. (B)(6) 2017: (B)(6). Office notes. Has reherniated through mid-abdominal area, has bowel obstruction. Abdomen: large mid-abdominal hernia. (B)(6) 2017: (B)(6). Office notes. Ongoing abdominal issues. Abdomen: hernia confirmed positive in ventral area. Plan: CT. (B)(6) 2017: (B)(6). Radiology ¿ CT abdomen/pelvis. Indication: generalized abdominal pain. Impression: large ventral abdominal wall hernias, not significantly changed from prior examination. (B)(6) 2018: (B)(6). Office notes. Feels much better with weekly b12 since she has malabsorption syndrome from her gastric resections. (B)(6) 2018: (B)(6). Office notes. Was not wearing external defibrillator, finds it heavy and restrictive and isn¿t wearing it at bed time. (B)(6) 2019: (B)(6). Office notes. Abdominal pain (incisional hernia). A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2013: [missing records: records for CT of abdomen completed on (B)(6) 2013 were not provided.] On (B)(6) 2013: [missing records: records for egd which showed ¿mesh erosion into stomach¿ were not provided.] On (B)(6) 2013: (B)(6), md. Office notes. Complains of pain in left upper quadrant. Some radiation to left mid back. Began 1 month ago. Characterizes it as sharp and stabbing. Associated symptoms include fever and nausea. Review of systems: fatigue (mild) and night sweats (moderate). Dyspnea (with mild exertion). Abdominal pain. Arthralgias, back pain, joint stiffness and limb pain. Past medical history: congestive heart failure; hypertension; asthma; chronic obstructive pulmonary disease; pneumonia; sleep apnea, uses bi-pap; cholelithiasis; irritable bowel syndrome; renal stones; chronic pain affecting legs; morbid obesity. Surgical history: cholecystectomy, 2004. Vertical banded gastroplasty, 2003. Panniculectomy, 1996. Incisional hernia laparoscopic with mesh, 2004. Cesarean section x 2, 1993 and 1995. Bilateral tubal ligation, 1996. Kidney stones x4. Left shoulder, 2005. Nonsmoker (never smoked); non-drinker. Allergies: morphine sulfate. Compazine. Weight 279.8 lbs., bmi 48.0. Abdomen soft, mild left upper quadrant tenderness. CT abdomen/pelvis on (B)(6) 2013: bilateral nephrolithiasis without evidence of obstruction. Egd on (B)(6) 2013: hiatal hernia, vertical banded gastroplasty anatomy with apparent mesh eroding into stomach. Assessment/plan: left upper quadrant pain. Complication from other internal prosthetic device, implant graft. Risks and benefits of diagnostic laparoscopy with possible revision discussed. Obtain results of CT scan abdomen/pelvis with films. On (B)(6) 2013: (B)(6), md. History and physical. Complains of left upper quadrant pain. Some radiation to back. Characterizes as sharp and stabbing. Associated symptoms include nausea. Weight 279 lbs., bmi 47.9. Abdomen soft, mild left upper quadrant tenderness. Assessment/plan: complication from other internal prosthetic device, implant, graft. Left upper quadrant pain. Risks and benefits of laparoscopic, possible open revision of vertical banded gastroplasty to roux-en y gastric bypass discussed. Labs ordered. On (B)(6) 2013: (B)(6) center. Intraoperative record. Nurse¿s notes. Weight 236 lb. [Discrepancy from pre-operative and post-operative office notes]. Asa 3. On (B)(6) 2013: pathology associates, p.c. (B)(6), md. Pathology report. Accession number: p13-27246. Final pathologic diagnosis: portion of stomach: microscopically identified. Specimen(s) received: stomach. Clinical history: chronic morbid obesity, complication of prior bonded [sic] gastroplasty. Gross description: received in formalin labeled with the patient¿s name and ¿stomach¿ is a 9 x 4.4 x 2.5 cm disrupted portion of stomach. The surface is pink and diffusely roughened. The staple line is received disrupted and remarkable for exposed areas of tan-pink, glistening mucosa. The specimen is opened to reveal a tan-pink mucosa with grossly apparent rugae. The mucosa is remarkable for a 1.6 x 1.5 cm gray to tan, possible mesh material received with embedded black sutures. The mesh appears to be sutured to the mucosa. No masses are grossly identified. Representative sections including the mucosa deep to the mesh are submitted in one block. On (B)(6) 2013: (B)(6), md. Radiology: CT abdomen and pelvis with intravenous and oral contrast. Indication: abdominal pain. Findings: small amount of fluid in excluded portion of stomach is nonspecific, but not unexpected. Extensive inflammation in midline and right anterior omentum is nonspecific. Appears to be status-post hernia repair. Numerous foci of gas are evident in anterior abdominal wall subcutaneous tissues is not unexpected given recent surgical intervention. No bowel obstruction. Impression: postsurgical changes status-post gastric bypass and hernia repair. Small volume of fluid in excluded portion of stomach is nonspecific, but not unexpected. Relatively extensive inflammation in region of greater omentum is nonspecific, but likely reflective of postsurgical inflammation or omental infarction. On (B)(6) 2013: (B)(6), md. History and physical. Presented to emergency room last night with complaints of tarry stools and periumbilical abdominal pain. Denies nausea or vomiting. Report had chills and flushing yesterday but did not take temperature. Abdomen tender to palpation in left periumbilical area with no rebound or guarding. Incisions clean, dry, and intact. Impression/plan: abdominal pain: suspect this is rectus sheath hematoma rather than infection given normal white blood cell count. Melena: believe is normal postoperative course and is already clearing. Placed in observation for hydration and pain control. If symptoms improve may discharge this evening or tomorrow morning. On (B)(6) 2013: (B)(6), md. Office notes. Experienced abdominal pain and diarrhea. Reports incisions healing well. Pain primarily in periumbilical area. Began 2 weeks ago. Characterized it as stabbing and throbbing. Weight 261.8 lbs., bmi 44.9. Periumbilical incision with localized erythema, but not exudate, hernia or dehiscence and all other incisions healing without erythema. Assessment/plan: other specified disorder of stomach and duodenum. Periumbilical abdominal pain. Avoid heavy lifting (over 15 pounds) for at least six weeks. Abdominal pain precautions discussed. Instructed to call if develops new or worsening symptoms. On (B)(6) 2013: (B)(6). Phone conversation. Talked on phone. Sounds like has supraumbilical wound infection for several days. Draining but not frankly purulent, erythema noted. Wanted to see in office, but can¿t make it today. Recommended come to either (B)(6) or (B)(6) emergency room if does not improve. May need wound completely opened. On (B)(6) 2013: (B)(6), md. Office notes. Wound infection post op. Mild wound drainage, but no or little erythema. Complains of foul smell. Mild puffiness in wound, no erythema. 3 areas in scar of granulation tissue. Probed wound with needle, no deep infection. Less than 1 cc of pus expressed. Assessment/plan: post operative wound infection, nec very superficial, wound not opened. Bactrim prescribed. Instructed to gently wash wound(s) with soap and cool water, pat dry area and cover with clean bandage 2 to 3 times day and change bandages once daily. On (B)(6) 2013: (B)(6), md. Office notes. Reports wound healing well. Experienced constipation. Reports blood drainage from supraumbilical incision. Has one bowel movement per week. Stool hard in consistency. Strains with defecation most of time. Has been accompanied by bloating and rectal bleeding. Weight 253.4 lbs., bmi 43.5. Periumbilical incision with serous exudate and superficial dehiscence, but not erythema and all other incisions healing well. Assessment/plan: postoperative wound infection, nec. Improving, continue local wound care. Morbid obesity. Constipation. Increase oral fluid intake, physical activity, dietary fiber, and establish bowel routine. On (B)(6) 2013: (B)(6), md. Office notes. States having increased drainage bloody with fleshy looking skin coming out. Experienced abdominal pain. Weight 248.8 lbs., bmi 42.7. Periumbilical wound with granulation tissue. Assessment/plan: postoperative wound infection, nec. Silver nitrate and dressing applied. Finish antibiotics. Morbid obesity. On (B)(6) 2013: (B)(6), md. Emergency room visit. Complains of pain left flank. Pain radiates to left lower quadrant. Abdomen: soft, moderate tenderness in posterior aspect of left lateral abdomen, left lower quadrant and left flank. Costovertebral angle tenderness, mild on left. Diagnosis: ureterolithiasis renal colic. On (B)(6) 2013: (B)(6), md. Radiology: CT abdomen pelvis. Indication: left flank. Surgery 6 weeks before study. Comparison: on (B)(6) 2013. Impression: bilateral subcentimeter intraparenchymal nephrolithiasis. Moderate left hydronephrosis with 3-mm left ureteral stone. Postsurgical changes consistent with anterior abdominal wall mesh placement without recurrent anterior abdominal wall hernia. Postsurgical changes consistent with prior gastric surgery as well as previous cholecystectomy. On (B)(6) 2013: (B)(6), md. Radiology-kub. Indication: abdominal pain without fever. Impression: extensive postsurgical changes within abdomen. Mid left ureteral stone. On (B)(6) 2013: (B)(6), md. Office notes. Post operative wound infection, nec. Began 2 months ago. Experienced abdominal pain. Reports bloody drainage from supraumbilical incision. Weight 249.7 lbs., bmi 42.9. Granulation tissue at periumbilical wound decreased from last week. Assessment/plan: post operative wound infection, nec. Silver nitrate applied. Continue local wound care. Morbid obesity. On (B)(6) 2013: (B)(6), md. Office notes. Post operative wound infection, nec. Experienced abdominal pain and nausea. Reports bloody drainage from supraumbilical incision. Nausea without vomiting noted for past 3 months. Pain in periumbilical area, some radiation to left upper quadrant. Began 3 months ago. Weight 239.5 lbs., bmi 41. Small amount of granulation tissue on left side umbilicus, with serous drainage. Assessment/plan: post operative wound infection, nec. Silver nitrate applied. Wound healing well, no infection identified. Dressing placed. Morbid obesity. Nausea. Periumbilical abdominal pain. Abdominal pain precautions discussed. On (B)(6) 2013: (B)(6), md. Office notes. Post operative wound infection, nec. Reports straw-colored drainage from supraumbilical incision. Complains of abdominal pain in left upper quadrant and periumbilical area. Associated symptoms include diarrhea. Characterizes it as stabbing and throbbing. Weight 238.1 lbs. Bmi 40.9. Small amount granulation tissue on left side umbilicus, with serous drainage. Assessment/plan: post operative wound infection, nec: improving. Silver nitrate applied. Discussed options of continuing current treatment versus exploring wound in operating room. Would like to continue treatment for now. Morbid obesity. Left upper quadrant pain. Abdominal pain precautions discussed. On (B)(6) 2013: (B)(6), md. Office notes. Experienced abdominal pain and nausea. Reports erythema and straw-colored drainage from port site incision. Abdominal pain in periumbilical area; some radiation to right upper quadrant. Began 2 days ago. Characterizes it as burning throbbing. Complains of nausea, without vomiting. Port site incision with serous exudate and streaking erythema. Assessment/plan: post operative wound infection, nec. Status post I&d abdominal wall wound with foreign body removal. Wound redressed. Periumbilical abdominal pain. Nausea. Morbid obesity. On (B)(6) 2013: (B)(6), md. Physician orders. Wound care change to left lower quadrant abdominal open surgical wound. Wound care every other day. Patient/caregiver to perform. Skilled nursing to perform on days of visit. Skilled nursing to apply silver nitrate stick to area of hypergranulation tissue once this week then twice a week x 2 weeks. May cover with foam dressing after silver nitrate applied. On (B)(6) 2014: (B)(6), md. Office notes. Post operative wound infection, nec. Associated symptoms include abdominal pain, nausea and sweats. Experienced abdominal pain and nausea. Abdominal pain periumbilical area; does not radiate. Began 3 days ago. Characterizes as cramping and stabbing. Nausea, without vomiting for 7 to 9 months. Umbilicus with serous drainage, no erythema. Assessment/plan: post operative wound infection, nec. Bandage changed. Morbid obesity. Periumbilical abdominal pain. Nausea. On (B)(6) 2014: (B)(6), md. Office notes. Complains of periumbilical abdominal pain; some radiation to pelvis. Began 5 days ago. Characterizes as dull pressure. Associated symptoms nausea and sweats. Complains of nausea, without vomiting. Complaint of post operative wound infection, nec. Associated symptoms include abdominal pain, nausea and sweats. Weight 216 lbs., bmi 37.1. Umbilicus with serous drainage, no erythema. Assessment/plan: post operative wound infection, nec. Abdominal exploration and vac placement scheduled. Periumbilical abdominal pain. Ordered upper gastrointestinal series. Morbid obesity. Nausea. On (B)(6) 2014: (B)(6), md. Radiology-water-soluble gastrointestinal series. Nausea and abdominal pain. History of leak in abdomen in periumbilical region. Findings: status post gastric bypass. Contrast dumped readily after postoperative site in small bowel. No evidence to suggest leak. No evidence for fistulous collection. Interval following of abdomen demonstrates small bowel appears to be appropriate caliber. Water-soluble contrast readily transits to level of colon. No evidence to suggest fistulous connection to skin. No evidence of leak or other anomalous finding. Impression: postoperative change as described. No anomalous finding appreciated. On (B)(6) 2014: [(B)(6).] Intraoperative record. Nurse¿s notes. Asa 3. On (B)(6) 2014: pathology associates, p.c. (B)(6), md. Pathology report. Accession number: p14-3467. Final pathologic diagnosis. Abdominal mesh: synthetic mesh, and adherent fibrous scar tissue with foreign body reaction and chronic inflammation. Specimen(s) received: abdominal mesh. Clinical history: infected mesh. Gross description: received in formalin labeled with the patient¿s name and ¿abdominal mesh¿ is a 19.5 x 10.5 x 0.2 cm rectangular shaped portion of tan-pink, mesh like material and embedded silver, coiled hardware. A scant amount of adherent red-pink, focally cauterized tissue is identified on one aspect of the mesh, up to 1.9 cm in greatest dimension. Representative sections of adherent tissues are submitted in one block. On (B)(6) 2014: (B)(6) center. Lab. Microbiology. Culture aerobic (surgical). Source: abscess. Site: umbilical wound. Gram stain: moderate polymorphonuclear wbc. Rare gram positive cocci. Quantitation: rare. Result: staphylococcus aureus methicillin-resistant staphylococcus aureus (isolate 1). Comment: methicillin-resistant staphylococcus aureus notification called to (B)(6), rn and infection control @ 0930 on (B)(6) 2014. On (B)(6) 2014: (B)(6), md. Physician orders. Apply negative pressure wound therapy to abdominal open wound to begin on (B)(6) 14. Frequency three times a week. Teach patient reportable signs and symptoms. On (B)(6) 2014: (B)(6), md. Office notes. Post-operative follow-up. Experienced dysphagia, but not abdominal pain, nausea, vomiting, constipation or diarrhea. Reports incisions healing well. Weight 208.1 lbs., bmi 35.7. Incision(s) healing well without erythema, exudate, or hernia. Vac dressing intact, approximately 10 x 2 cm defect. Assessment/plan: infection/inflammation due to internal prosthetic device. No heavy lifting over 15 lbs. For total of 6 weeks after surgery. Continue homecare for vac dressings. Morbid obesity. Anemia unspecified. Recommended celebrate chewable iron. Dysphagia. On (B)(6) 2014: (B)(6) [verbal order]. Physician orders. Discontinue negative pressure wound therapy. Wound care as follows: clean with dermal wound cleanser, pat dry with gauze, apply antibiotic ointment, cover with gauze and secure with tape. Patient to perform wound care daily and as needed. Skilled nursing to perform on days of visit. Skilled nursing may apply silver nitrate to hypergranulation tissue as needed. On (B)(6) 2014: (B)(6), md. Physician orders. Wound care as follows: cleanse area with dermal wound cleanser, pat dry with gauze, apply protective barrier wipe periwound, lightly pack with silver alginate, cover with gauze, and secure with tape. Wound care to be provided every other day. Skilled nurse to perform every visit. Patient or caregiver may perform wound care after adequate return demonstration. On (B)(6) 2014: (B)(6), md. Physician orders. Decrease skilled nursing visits to weekly, patient able to perform wound care. On (B)(6) 2014: (B)(6), md. Physician orders. Discharge patient from home health, wound healed. On (B)(6) 2014: (B)(6), md. Office notes. Wound is closed. Infection/inflammation due to internal prosthetic device; began one year ago. Anemia, unspecified. Experienced abdominal pain and nausea. Abdominal pain left upper quadrant; does not radiate. Began 5 days ago. Characterizes as aching, cramping and dull. Associated symptoms include nausea and sweats. Complains of nausea, without vomiting. Incision(s) healing well without erythema, exudate, or hernia. Assessment/plan: infection/inflammation due to internal prosthetic device. Wound healed. Anemia, unspecified. Morbid obesity. Left upper quadrant pain. Carafate oral suspension ordered. Nausea. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2004: (B)(6) hospital. (B)(6) , md. Operative report. Title of operation: laparoscopic mesh repair, giant multilocular complex ventral incisional hernia. Additional procedures: exploratory laparoscopy with lysis of adhesions. Assistant: jason jampoler, rn. Anesthesia: general endotracheal with dr. Sangupia. Indications: kristin forbes is a 31-year-old woman who underwent gastric bypass surgery via open technique in cedar rapids over a year ago. She has subsequently developed multilocular ventral incisional hernias which have become increasingly symptomatic. Repair is indicated. Operative findings: ¿multilocular complex ¿swill cheese¿ herniations in two locations along her previous midline laparotomy incision. Following adhesiolysis both hernias were covered by a single 16 x 29 cm gore-tex dual mesh.¿ description of procedure: ¿after informed consent was obtained, the patient was taken to the operating room and preoperative antibiotic administration was completed. Scds were placed on the lower extremities. General endotracheal anesthesia was introduced. Foley catheter was inserted. The abdomen was then prepared and draped in the usual sterile fashion and ioban drapes were applied. A wheal of 0.5% marcaine was placed in the left upper quadrant, lateral one-third clavicular line. 5 mm skin incisions were made. A 0 silk medial corner anchoring suture was placed. A veress needle was inserted into the peritoneal space. The abdomen was insufflated to 16 mm of mercury pressure without difficulty. The veress needle was withdrawn and a 5 mm culling trocar was inserted and secured. A 5 mm x 45 degree angled laparoscope was advanced through this cannula. The underlying abdominal contents were examined. No evidence of trauma was noted. Immediately noted were numerous adhesions along her previous midline laparotomy incision. A left lower quadrant port was then placed under direct visualization with local anesthetic. No injuries occurred. Next begins an extended adhesiolysis as essentially the entire midline incision was involved in adhesions to the omentum as well as loops of small bowel and colon as bimanual technique was indicated. An area in the right mind [sic] abdomen was cleared of adhesions and an additional 5 mm port was placed. Then using a combination of blunt, sharp and harmonic dissection, the remainder of the adhesions were taken down revealing two main foci of complex hernia defects along her midline laparotomy incision, each measuring approximately 10 cm in greatest dimension with multiple hernia defects in the classic swiss cheese type configuration. Using transabdominal passage of a spinal needle, the outline of the defects were ascertained and marked. Once the hernia defects were delineated and outlined, a gore-tex dual mesh was sized appropriately to provide 3 to 4 overlap in all directions from the defect. Orientation markings were made. Corner anchoring sutures were placed. The mesh was then rolled and advanced into the peritoneal space where it was deployed. Then using a gore suture passer, the corner anchoring sutures were exteriorized through a separate stab incisions. The traction was placed on the sutures, and they were tied. Examination of the mesh revealed excellent coverage of all hernia defects. The using a 5 mm spiral tacker, the mesh was fixed to the anterior abdominal wall circumferentially. Following this, six additional anchoring sutures, two on each long axis and one at the cephalad and one at the inferior margins of the mesh were placed though separate stab incisions using a gore suture passer. Cvo gore suture was used for all anchoring sutures. Coverage was excellent. Hemostasis was excellent. The left upper quadrant port was then closed in two layers with transfascial 0 vicryl placed using the gore suture passer. Final inspection revealed excellent hemostasis, excellent mesh coverage. Note prior to superior orientation of the mesh, the falciform ligament was divided with a harmonic scalpel. The abdomen was the desufflated. The cannulas were removed. Transfascial suture was secured. The incisions were then irrigated and closed with subcuticular 4-0 vicryl on all 5 mm port sites. The stab incisions for anchoring suture passage were approximated with steri-strips. Sterile dressings were applied. The patient was subsequently extubated and transported to recovery in satisfactory condition.¿ (B)(6) 2004: (B)(6) hospital. Perioperative nursing record. Implant sticker. Dualmesh plus antimicrobial. Lot: 02775223. Item: 1dlmcp07. The records confirm a gore® dualmesh® plus (1dlmcp07/02775223) was implanted during the procedure. (B)(6) 2013: (B)(6) medical center. (B)(6) , md. Operative report. Preoperative diagnosis: history of vertical banded gastroplasty with mesh erosion in the stomach. Postoperative diagnosis: history of previous vertical banded gastroplasty with mesh erosion in the stomach. Intraperitoneal adhesions. Procedures performed: laparoscopic revision of vertical banded gastroplasty to roux-en-y gastric bypass. Laparoscopic partial gastrectomy. Laparoscopic lysis of adhesions x 90 minutes. Surgeon: (B)(6) md. Assistant: (B)(6) md. Anesthesia: general endotracheal. Complications: none. Estimated blood loss: 50 ml. Brief history: the patient is a 40-year-old female, who is several years status post open vertical banded gastroplasty. She presented to my office with complaint of epigastric abdominal pain and endoscopy which revealed erosion of the mesh from her banded gastroplasty into the lumen of the stomach with partial obstruction of gastric outlet. A surgical revision to roux-en-y gastric bypass with resection of the portion of stomach that included the mesh was recommended. Risks and benefits were discussed in detail. Questions were answered. Consent was obtained. Description of procedure: ¿the patient was taken to the operating room and placed in supine position on the operating table. Following placement of sequential compression devices and intravenous antibiotics, general anesthesia was administered via endotracheal tube. The patient¿s abdomen was prepped and draped in a sterile fashion. A 5 mm incision was made in the left upper quadrant, and a veress needle was inserted into the peritoneal cavity. Pneumoperitoneum of 15 mmhg was achieved without difficulty. A 5 mm trocar with a 0 degree laparoscope inserted through it was then inserted through this incision into the peritoneal cavity. Once the trocar was confirmed to be intraperitoneal, the obturator was removed and laparoscope was reinserted. There were extensive adhesions of omentum to the anterior parietal structures, and I then placed a 12 mm trocar in the left lateral abdomen. Lysis of adhesions of these omental adhesions was then undertaken using the harmonic scalpel. There was noted to be a piece of gore-tex mesh, which had been placed laparoscopically at some point in the past, and the omentum was adherent to this mesh. This was taken down with blunt and ultrasonic dissection. Once sufficient adhesions were taken down, another 12 mm trocar was placed in the epigastric area under laparoscopic vision, and another in the periumbilical area through the mesh. Further dissection of adhesions allowed placement of 5 mm trocar in the right upper quadrant. The patient was then placed in a slight reverse trendelenburg position. Dissection of these adhesions required 45 minutes of operative time. The patient was noted to have significant adhesions between the left lobe of the liver and the omentum and stomach. Combination of ultrasonic blunt and sharp dissection was used to dissect the liver off the underlying structures and once this had been accomplished, the liver retractor was placed on the left lobe of the liver, and the liver was retracted superiorly. An orogastric tube was placed and visualized within the proximal stomach. Dissection of these adhesions required 25 minutes of operative time. A survey at this time revealed that there were significant adhesions of omentum onto the stomach. These were taken down with the harmonic scalpel, requiring 20 minutes of operative time. A very firm area with adhesions surrounding it was identified, which appeared to be the site of the prior banded gastroplasty. Dissection was then begun along the lesser curvature just proximal to this using the harmonic scalpel to enter the lesser sac. Once the lesser sac had been entered, a 4.1 mm linear stapling device was then placed horizontally across the cardia of the stomach and fired to begin dividing the stomach. Further firings of the stapler were the positioned vertically and oriented towards the angle of his. Multiple firings were performed to completely divide the stomach and create approximately 25 to 30 ml of gastric pouch. Hemostasis in the operative area was confirmed. I then turned to excision of the prior staple line from her vertical banded gastroplasty as well as the mesh. I elected to perform a partial gastrectomy to ensure that no sequestrum of the stomach was left behind. The lesser curvature of the stomach remnant was then mobilized using harmonic scalpel until I was able to place a stapler distal to the ball of mesh. The 4.1 mm linear stapling device was then used to transect the stomach distal to the mesh, and then further firings were oriented superiorly and paralleled the prior staple line until a wedge of gastric tissue encompassing the old staple line and the mesh was completely excised. Hemostasis along the staple line was then achieved with clips as needed. Attention was then returned to the gastric bypass. The transverse colon and omentum were carefully retracted superiorly, and ligament of treitz was identified. The jejunum was measured for a distance of approximately 40 cm from ligament of treitz. A 3.5 mm linear stapler device was then placed across the jejunum at this location and fired. The distal jejunal limb was then sutured to the gastric pouch using two 2-0 silk stay sutures. Gastrotomy was created using harmonic scalpel. Additional jejunal limb enterotomy was also created using harmonic scalpel. A 3.5 mm linear stapling device was then placed within each of these openings and fired to create a posterior stapled gastrojejunal anastomosis. An orogastric tube was passed through the anastomosis into the roux-en-y jejunal limb. The anterior anastomosis was then completed using a 3.5 mm linear stapling device. A bowel clamp was then placed distal to the orojejunal tube. The gastric pouch was submerged in irrigation fluid. The gastric pouch and the proximal portion of the roux limb were then inflated. There was no evidence of leak along the anastomosis or the gastric pouch staple lines with a pressure up to 60 mmhg. The bowel was then deflated, and the clamp was removed. The orogastric tube was removed. Stay sutures were trimmed. Epigastric operative area was irrigated, and hemostasis was confirmed. Liver retractor was removed. The small bowel was then measured from the gastrojejunostomy distally for approximately 100 cm. The proximal jejunal limb was positioned to the patient¿s left of the roux-en-y jejunal limb. The small bowel mesentery at 100 cm was then sutured to the proximal jejunal mesentery using a 2-0 silk stay suture. The jejunojejunostomy mesenteric defect was closed using a second running 2-0 silk suture. Enterotomies were then created within the adjacent jejunal limbs. The 3.5 mm linear stapling device was placed within these 2 openings and deployed, creating a posterior stapled anastomosis. A second 3.5 mm linear stapling device was placed through the common enterotomy and positioned proximally within the roux-en-y limb and distally within the proximal jejunal limb. The linear stapler was then deployed. This deployment extended the anastomosis opening proximally. Finally, the anterior enteroenterostomy closure was completed using a third deployment of the linear stapler. After completion, the operative area was irrigated and hemostasis was confirmed. There was no evidence of any anastomotic leak. Remaining irrigation in the abdominal cavity was evacuated with suction. The periumbilical fascial and mesh defect was closed using interrupted #0 ethibond sutures. Pneumoperitoneum was evacuated from the abdomen with suction, and the trocars were removed. The wounds were irrigated. The skin edges of all wounds were approximated using 4-0 vicryl subcuticular suture. Dermabond was then applied to further reinforce it approximately to 1 edges. All sponge, needle, and instrument counts were correct at the end of the procedure. The patient tolerated the procedure without difficulty and was awakened and transferred to recovery room in stable condition. She will be observed when she is fully awake, will be transferred to inpatient room for further management.¿ (B)(6) 2013: (B)(6) medical center. (B)(6) md. Operative report. Preoperative diagnosis: chronically draining surgical wound. Postoperative diagnosis: suture abscess. Procedure performed: incision and drainage of abdominal wall wound with foreign body removal. Anesthesia: general endotracheal. Complications: none. Brief history: the patient is a 40-year-old female, who is approximately 3 months status post laparoscopic roux-en-y gastric bypass. She presented with a chronically draining wound at her umbilicus despite chemical cauterization of granulation tissue, and surgical exploration was recommended. Risks and benefits were discussed in detail. Questions were answered. Consent was obtained. Procedure: ¿the patient was taken to the operating room and placed in the supine position. Following administration of general anesthesia and intravenous antibiotics, the abdomen was prepped and draped in standard fashion. The vertical incision on the left side of her umbilicus was reopened and extended proximally so that the total incision was approximately 3 cm in length. The granulation tissue was cored out with electrocautery down to the fascia. There was also noted to be granulation tissue in the base of the umbilicus and this was removed and a probe through the umbilicus revealed a tract through the umbilicus which communicated with the main wound. Once the granulation tissue was removed from the umbilicus, the defect in the skin of the umbilicus was closed with a 4-0 vicryl subcuticular running suture. The remaining wound was then irrigated. Hemostasis was assured with electrocautery and was packed with 4 x 4 gauze, and dressed with gauze and tape. All sponge, needle, and instrument counts were correct at the end of the procedure. The patient tolerated the procedure without difficulty and was awakened, extubated, and transferred to the recovery room. She will be observed, when she is fully awake, will be discharged home. My office will arrange for home health for chronic wound care.¿ (B)(6) 2014: (B)(6) medical center. (B)(6) , md. Operative report. Preoperative diagnosis: postoperative wound infection. Postoperative diagnosis: infected abdominal wall mesh. Procedure performed: removal of infected abdominal wall mesh with drainage and vac placement. Assistant: (B)(6) , ms-3. Anesthesia: general endotracheal. Complications none. Brief history: the patient is a 40-year-old female with a complicated surgical history who is approximately 6 months status post conversion of vertical banded gastroplasty to roux-en-y gastric bypass. Postoperatively, the patient has had intermittent drainage from her umbilicus, and this has been occasionally purulent in nature, and was managed on an outpatient basis. She underwent a limited exploration a few months ago, and she appeared to be healing better, but then began to have purulent drainage again. Because of this, reexploration of the wound with vac placement and possible mesh removal, was discussed with the patient, questions answered, and consent was obtained. Procedure in detail: ¿the patient was taken to the operating room, placed in supine position on the operative table. Following administration of general anesthesia and intravenous antibiotics, the patient¿s abdomen was prepped and draped in a standard fashion. A midline incision was made approximately 4- to 5-inches in length, and electrocautery was used to dissect the subcutaneous tissues down to the underlying fascia. A probe was placed into the umbilicus and was noted to go deep to the fascia. At this time, the stump of the umbilicus was transected, and granulation tissue in the stump of the umbilicus was debrided. There was some purulent drainage from the deep aspect of the umbilical stump; and I, therefore, elected to open the fascia overlying the mesh. Electrocautery was used to dissect the fascia in the midline, and the mesh was exposed. There was pus around the mesh, and the hole in the mesh where a laparoscopic port had previously been placed was noted to have pus draining from it as well. The mesh appeared to be a dual mesh type produce; and because of this, I did not feel that I would be ale to salvage the mesh, and therefore elected to remove the mesh. The fascia was dissected off the mesh anteriorly and then mesh edges were identified, and combination of blunt dissection and electrocautery dissection were used to free up an edge of the mesh. There were multiple spiral metal tracks around the edge of the mesh consistent with a laparoscopic placement which she described. These were removed as well, and I carefully dissected around the edge of the mesh to free it from the fascia and deeper tissues. The mesh was completely freed up and removed from the field. There was a significant amount of granulation tissue on the capsule of the mesh posteriorly, and this was debrided. The wound was irrigated, and hemostasis was assured. Then, elected to place a 10-mm flat drain in this area exiting through a stab wound in the left lower abdomen. The drain was secured with a 2-0 silk skin stitch. The fascia overlying this drain was reapproximated using a #1 vicryl running suture and then the subcutaneous tissues were irrigated. Final hemostasis was assured. The wound was noted to be 14 cm in length, 3.5 cm in width, and just over 3 cm in depth. A vac sponge was cut to an appropriate size and placed into the wound then the vac occlusive dressing was placed over the wound. Suction was applied, and good seal was noted. The drain site was then dressed with a gauze and tape. All sponge, needle, and instrument counts were correct at end of the procedure. The patient tolerated the procedure without difficulty and was awakened, extubated, and transported to the recovery room in stable condition. She will be observed when she is fully awake, will be transported to an inpatient room for further management.¿ (B)(6) 2014: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2014 procedure was not provided; a culture report detailing analysis of the specimens collected during the (B)(6) 2014 procedure was not provided.] (B)(6) 2014: (B)(6) medical center. (B)(6) , md. Discharge summary. Final diagnosis: infection of abdominal wall mesh with methicillin-resistant staphylococcus aureus. Status post laparoscopic roux-en-y gastric bypass. Hospital course: status post conversion from vertical banded gastroplasty to roux-en-y gastric bypass approximately 6 months ago, had chronic drainage from umbilicus and wound exploration recommended. Taken to operating room, midline opened, wound explored, noted to have purulent fluid around her previously placed mesh, elected to remove mesh. Wound managed with vac dressing. Wound culture with methicillin-resistant staph aureus. Discharged home, bactrim for 10 days, follow up in 2-3 weeks. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating , manufacturer/compounder: w. L. Gore & associates, inc. , lot number: 02775223 . Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2004, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2014, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh infection, mesh removal, additional surgery. Additional event specific information was not provided.